Event description:
It was reported that,a patient presented with a locking knee, it was found that the post of the lgn ps high flex xlpe sz 5-6 13mm broke, and the knee was locking up due to the broken post. Therefore a revision surgery was performed on 02-apr-2024. Further complications were not reported. Patient's current health status is unknown.

Manufacturer narrative:
H2: additional information ¿b5, h6, d6b¿.

Manufacturer narrative:
H10: internal complaint reference: (B)(4).

Event description:
It was reported that, the post of a lgn ps high flex xlpe sz 5-6 13mm broke, and the knee was locking up due to the broken post. Further complications were not reported. Patient's current health status is unknown.

Manufacturer narrative:
H3, h6: the device was not returned for evaluation; therefore, a device analysis could not be performed. The clinical/medical investigation concluded that, based on the limited information provided, the knee was locking up due to the broken post that led to the revision. However, there were no clinical factors found which would have contributed to the breakage of the insert¿s post. The patient impact beyond the reported revision could not be determined since the patient health status is unknown. Device batch number was not provided, thus, an evaluation of the manufacturing records could not be performed. A review of complaint history of the previous 12 months revealed a similar event for the listed device, this failure mode will be monitored for future complaints for any necessary corrective actions. A review of the instructions for use documents for knee systems revealed in warnings and precautions that the implant can break or become damaged as a result of strenuous activity or trauma. A review of the risk management file revealed this failure mode was previously identified. The anticipated risk level is still adequate. A historical review concluded that there are no prior actions related to this product and event. According to the material specification, the quality and manufacture of 7.5 mrad cross-linked ultra-high-molecular-weight polyethylene (uhmwpe) bar stock shall be controlled. At this time, we have no evidence to conclude that the product failed to meet any specifications at the time of manufacture. Factors that could contribute to the reported event include patient anatomy, abnormal loading of limb, excessive forces and/or traumatic injury. Based on this investigation, the need for corrective action is not indicated. Should the device or additional information be received, the complaint will be reopened. No further investigation is warranted for this complaint; however, we will continue to monitor for future complaints and investigate as necessary. We consider this investigation closed.